Event description:
It was reported that a cannulated cruciform screwdriver broke during a hardware removal procedure. A broken screw set was used to complete the surgery. There was no report of patient harm or surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one cannulated cruciform screwdriver (part 314.463, lot 6846489) was returned with the tip broken. The tip fragments were not returned. The handle is intact and undamaged. Though the exact cause cannot be identified, the damage appears to be the result of accumulated wear and excessive forces. Replication of the complaint condition is not applicable and the complaint is confirmed. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Per the technique guide, the driver is used in the 3.0mm cannulated screw system for insertion of screws. Product drawings were reviewed during the evaluation. No design issues or discrepancies were noted. As noted in the complaint description, the screwdriver broke during a hardware removal procedure. The screw being removed may have been imbedded in bone requiring a large amount of torque to remove it. This large amount of force along with wear on the instrument likely caused the breakage. The technique and conditions during removal are unknown however and so an exact root cause cannot be determined. The design is suitable for the driver¿s intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.